Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The peritonitis was manifested by dark color peritoneal effluent, fever, feeling shaky and weakness. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized on the same day as onset of the peritonitis and was discharged two days later. The patient was treated with vancomycin (1500 milligram, intraperitoneally twice a day) for the event. At the time of this report, the patient was recovering from the peritonitis. The patient was retrained on aseptic technique. Action taken with pd therapy was not reported. Additional information was requested but is not available.